Event description:
In 2008 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging the error 2 message appeared on the display of the one touch ultra link meter. The reporter denied that the patient developed any symptoms, and denied that the patient sought medical attention. The patient did not take any action regarding diabetes treatment due to the issue. The patient's testing technique was correct. The error 2 occurs when inserting the test strip. The test strips were in good condition and the issue was not resolved upon retest. This complaint is being reported because the issue was not resolved through troubleshooting. The patient did not develop any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.